Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the hospital after a ventricular tachycardia (vt) event. Upon interrogation, noise causing automatic mode switch (ams) and oversensing on the device were noted. The device was reprogrammed, and the patient was stable with no adverse consequences.